Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the customer's father was unable to report the test strip lot number as no test strips were available during the troubleshooting survey. The device manufacturing date is unknown.

Manufacturer narrative:
The reported meter (B)(4) was returned and investigated. The meter powered on with button press and insertion of cal bar; and with the insertion of strips. The complaint is not confirmed and no new issues were observed.

Event description:
On the date of (B)(6) 2011 the customer's father reported the customer's precision xtra blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. The customer's father also reported the customer did not test her blood glucose for two weeks and although he reported she was taken to a hospital "as had a hyper" no further information was available. During the course of an adc customer service follow-up call to the customer on (B)(6) 2011, additional information about the medical event became available and the customer's father reported the customer was unable to obtain blood glucose readings and experienced symptoms of vomiting and diarrhea on (B)(6) 2011 at approximately 10:30 am. The ambulance was called and although the treatment provided is not available, it was reported the ambulance meter obtained a "hi" reading. The customer was reportedly admitted to the hospital and spent two days in intensive care. According to the report, the customer was diagnosed with hyperglycemia and received "insulin plus re-hydration drip". The customer also reportedly spent 2 days in ward for recovery. There was no report of death or permanent impairment associated with this event.